Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. The orange indicator overtraveled. No testing could be performed to evaluate the incident reported due to the returned condition of the device. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was scissoring clips. They completed the procedure with a new like device. There was no pt consequence reported.